Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received report of a patient received coolsculpting treatment to the infra-scapular area on (B)(6)2021 using the coolcurve and developed paradoxical adipose hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: a6 and concomitant product.h11-: corrected data: a4, b3, b5, d1, and e1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bra fat on (B)(6) 2019 and (B)(6) 2019 using the cooladvantage coolcurve+ applicator and presented with paradoxical hyperplasia (pah/ph). The patient underwent liposuction on (B)(6) 2022 and presented with recurrent pah.